Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge dropped from over 240 units to 180 units. The customer's blood glucose level was 250 mg/dl.